Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced differences between sensor glucose and blood glucose with threshold suspend. Her sensor glucose was 75 and blood glucose was 211 mg/dl. Her current blood glucose is 201 mg/dl. She was advised that her blood glucose and sensor glucose were not within acceptable range. The sensor will be replaced for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.